Manufacturer narrative:
(B)(4). This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced a breach in aseptic technique which resulted in bacterial peritonitis coincident with peritoneal dialysis (pd) therapy. The breach in aseptic technique was further described as "patient's error". The peritonitis was manifested by abdomen pain and cloudy pd fluids. On the same day, the patient was hospitalized for the peritonitis event. On the same day, the patient began treatment with intraperitoneal imezidim (1 gram for twenty-two days, frequency not reported) for bacterial peritonitis. Dianeal therapies were ongoing. The patient was discharged twenty-two days after admission and was recovered from the peritonitis event the same day. On an unreported date, the patient was retrained on the proper aseptic technique. No additional information is available.